Event description:
Reporter noted posterior capsule tear occurred with some nuclear fragments dropping to the posterior segment. An iol was implanted. The pt is blind one week post-operatively count fingers (cf) only. Pt is going to a retinal specialist.